Manufacturer narrative:
(B)(4). We received one used pencan 27gx3 1/2" (88mm) m. Fk-EU/ap/sa without packaging. Furthermore we received a cd with CT - pictures. The received sample was checked visually. The pencan cannula was broken off approx. 57 mm away from the cannula hub. In 'as-received' condition the pencan cannula was still inserted into the introducer needle. The broken off part with the cannula tip was not handed over by the customer. The structure of the break shows that the cannula was bent before it broke.. Pre-damages or manufacturing faults were not detected at the cannula. It is likely that problems occured during the application process and consider the complaint as not justified. We have informed our manufacturer accordingly. Test result of our retention sample: 1. Visual inspection: any abnormality were not found. 2. Stiffness test result: result: 0.29mm. They were within the specification. (Specification: maximum deflection 0.65mm).

Event description:
As reported by the user facility ((B)(4)): lumbar puncture performed with atraumatic needle, needle insertion without any difficulty, failure of the puncture, decision to withdraw the needle. During the withdrawal, there is a needle bent and broken at the end with a piece remained in the body of the patient, outside the spinal canal. Surgical resection performed on (B)(6) 2015 urgently by the neurosurgeon.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results become available. We have informed our manufacturer accordingly. Reviewed the device history records. Any abnormality was not found. The result of stiffness was within specification. (B)(4).